Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced on (B)(6) 2017 a blood glucose of 20mg/dl, with unconsciousness, associated with an alleged history settings issue. Reportedly, the patient remained on the pump, and received treatment of intravenous glucose in the hospital by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had mad changed to the pump bolus settings. The patient had bolused without eating. They also inputted an incorrect manual calculation of the dosage. The basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The patient was referred to their hcp for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.